Event description:
Related manufacturer reference number: 3006705815-2021-05667. It was reported that patient was experiencing invalid impedances in one of the leads. As such surgical intervention took place wherein one of the leads was explanted and replaced. Reportedly effective therapy was restored. Both of the patients leads are being reported as it is unknown which lead is affected.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.